Manufacturer narrative:
When running the leadcare ii system 50 l of specimen must be obtained for accurate results. Section 4-5 of the leadcare ii user's manual explains how to properly fill a capillary tube by: holding the heparinized capillary tube almost horizontally with the green band on top, fill to the 50 l black line. Filling stops when the sample reaches the black line. The customer failed to follow instructions which can lead to erroneous patient results. The customer's capillary tubes were replaced and inspected by product support at (B)(4). No occlusion was noted on the capillary tubes and product support was able to fill the tubes properly. Customer has since been trained on proper capillary collection with the leadcare ii system. Complaint: (B)(4).

Event description:
Customer reported difficulty dispensing from the leadcare ii capillary tube. During discussion the customer reported the tubes were occluded at one end, and were using scissors to break the occlusion. During the interview process the product support personnel discovered the customer was collecting and dispensing blood through the incorrect end of the tube. Because the leadcare blood lead test accuracy is dependent on the volume of the blood dispensed, there is a potential for erroneous results.